Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.